Event description:
Report received of an unspecified number of incidents of tubing separations. The customer contact stated that the tubing sets are "breaking" as they are taken out of the box. The tubing separations are occurring above and below the cartridge, in the area where the tubing is bonding to the cartridge. There were no reported adverse pt events. Though requested, no additional info was provided.